Event description:
Caller alleged discrepant results compared with the lab and the doctor's inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.5 (strip lot #243104), lab: 2.7, doctor's inratio: -; 3.3 (strip lot #24334), 2.7, -; (B)(6) 2011, 3.7, 3.2, -; (B)(6) 2011, 3.7, 2.0, 4.2: pt also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.5; 3.; (B)(6) 2011, 3.7; 4.2. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Additional lot # 243104. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end-user: 1st inr: 3.5, 2nd inr: 3.3, mean: 3.40, sd: 0.14, %cv: 4.16; 3.7, 4.2, 3.95, 0.35, 8.95. Analysis of customer's data revealed that all inratio and reference test result comparisons meet accuracy criteria. Both repeated inratio test result comparisons also meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Due to these low occurrence rates, below the action threshold monitored by qa for correction action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.